Event description:
The right femur was being reamed out to prepare for total hip replacement. The tip of the reamer broke off in the right femur. The surgeon tried unsuccessfully to retrieve the tip. The tip was left in the patient's femur. The reamer was discarded at request of representative of manufacturer (synthes) who was present at time in or.